Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a high reported reading around 280 mg/dl and a concurrent fingerstick of 266 mg/dl, and glucose trending downward during the call; the user planned a supply change later that day and agreed to monitor glucose, declining a proactive callback. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included no medical intervention or hospitalization and self-monitoring at home. Investigation included telephone-based troubleshooting and user education regarding monitoring and supply change. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with no evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.